Event description:
Healthcare professional reported insufficient information. Healthcare professional later reported "stiffening of the breasts", "slightly lobulated contours", per ultrasound, "capsular contracture, baker grade IV" and that patient "asked about the increased relative risk of lymphoma". Device was explanted. This record is for the left-side.

Manufacturer narrative:
Continued: e1: state: mg, zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.